Event description:
A cranial biopsy was performed with the aid of the brainlab navigation system. During the procedure the surgeon: collected 3 specimens of tissue and sent it to pathology who could not find tumor tissue; preformed accuracy checks accordingly, which seemed to be correct; closed the patient and removed the drape; double checked accuracy and found a shift between patient anatomy and information in the navigation system; performed troubleshooting with the result that the reference array may have moved; re-registered and re-draped the patient accordingly; performed several biopsies. In a letter to the hospital on may 30, 2012 the patient alleges that the surgery did not go as expected, resulting in prolonged hospitalization, loss of strength and dexterity, and the need to take high doses of pharmaceuticals. At this point of time, a final conclusion by the hospital regarding the clinical outcome for this specific patient is not available to brainlab.

Manufacturer narrative:
Although there is no indication of a malfunction or quality or performance issue with the brainlab device; the brainlab device works as intended; according brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. A risk to the patient's health could not be excluded for these specific circumstances. Investigation showed that there was a shift between the reference array and the patient's head when comparing initial registration with re-registration after the first biopsy. The reported inaccuracy is most likely caused by a change of the relative positions between patient's head and navigation reference array. Additionally, fiducials, used as reference points for verification of accuracy, were shifted during procedure. This situation was not detected by the user, despite the according verification functionalities of the navigation software available. There is no indication of a systematic issue or malfunction of the brainlab device. According brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer additional training to this hospital. Brainlab was made aware of the alleged potential effects on may 31, 2012 by a letter from the patient to the hospital that was forwarded to brainlab.